Manufacturer narrative:
Argus case (B)(4).

Event description:
My mouth is burned [burned mouth]. I have no taste [taste altered]. I am suffering [discomfort]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of burned mouth in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced burned mouth (serious criteria gsk medically significant), taste altered and discomfort. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the burned mouth, taste altered and discomfort were unknown. It was unknown if the reporter considered the burned mouth, taste altered and discomfort to be related to corega (unspecified denture adhesive or denture cleanser). Additional information: the adverse event information was received via interactive digital media ((B)(6)) on 24 jul 2021. The consumer reported that "I can speak, this is a lie, I am suffering, this has not revealed anything, about my life. If someone can explain to me? My mouth is burned, I have no taste. Can anyone explain me?"